Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a remnant of the coil/fragment of the coil/device breakage'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and bladder injury ('complications from your essure removal procedure:bladder laceration\my uterus and bladder had meshed together resulting in a bladder repair during the removal surgery') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done on the same day" on (B)(6) 2010. The patient's medical history included overweight, vaginal haemorrhage, menorrhagia, irregular periods, cholesterol levels raised, hypertension, dyslipidemia, ovarian cyst, lower abdominal pain, abdominal bloating and adenomyosis. Previously administered products included for an unreported indication: paragard from 2003 to (B)(6) 2010, mirena from 2003 to (B)(6) 2009, lisinopril and norethindrone. Concomitant products included atorvastatin since 2003 for hyperlipidemia as well as amlodipine since 2003 and metoprolol since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("memory fog"), abdominal pain ("abdominal pain"), pain in extremity ("leg/thigh pain"), back pain ("back pain"), perineal pain ("perineal pain") and vertigo ("vertigo"). In (B)(6) 2014, the patient experienced hyperaesthesia teeth ("dental problem:teeth started getting weak,sensitivity"). In (B)(6) 2015, the patient experienced tremor ("left hand has shaking episodes"). In (B)(6) 2016, the patient experienced pruritus ("itchy skin"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), rash ("rashes"), tooth disorder ("dental problem:teeth started getting weak,sensitivity") and inflammation ("complications or problems that occurred at the time of your essure placement procedure:the first attempt to insert the essure was aborted due to inflammation"). The patient was treated with surgery (ablation, bladder repair, supracervical hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, hyperaesthesia teeth, weight increased, back pain, tooth disorder and inflammation outcome was unknown, the pelvic pain, menorrhagia, bladder injury, vaginal haemorrhage, pruritus, tremor, abdominal pain, pain in extremity, perineal pain, vertigo and rash had resolved and the feeling abnormal and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder injury, device breakage, feeling abnormal, hyperaesthesia teeth, inflammation, menorrhagia, pain in extremity, pelvic pain, perineal pain, pruritus, rash, tooth disorder, tremor, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, there were 4 coils extending from left side into the intrauterine cavity. Attention was then turned to cannulating the right fallopian tube. After several attempts, there appeared to be an obstruction of the right fallopian tube and the coil was unable to be retracted due to a jamming malfunction on the handle. Therefore the entire apparatus was removed and there was a remnant of the coil protruding into the endometrial cavity from the area of the right tubal ostium. Therefore, using a hysteroscopic grasper, this fragment of the coil was successfully removed. A 2nd attempt at cannulating the right tubal ostium was attempted but was unsuccessful. Therefore, the procedure was aborted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional, menorrhagia. Pelvic pain, perineal pain, legs/thigh pain, back pain, memory fog, hair loss and, bladder laceration and the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: outcome of event tremor and bladder injury was recovered. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a remnant of the coil/fragment of the coil/device breakage'), pelvic pain ('pelvic pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and bladder injury ('complications from your essure removal procedure:bladder laceration\my uterus and bladder had meshed together resulting in a bladder repair during the removal surgery') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation and essure insertion done on the same day" on (B)(6) 2010. The patient's medical history included overweight, vaginal haemorrhage, menorrhagia, irregular periods, cholesterol levels raised, hypertension, dyslipidemia, ovarian cyst, lower abdominal pain, abdominal bloating and adenomyosis. Previously administered products included for an unreported indication: paragard from 2003 to (B)(6) 2010, mirena from 2003 to (B)(6) 2009, lisinopril and norethindrone. Concomitant products included atorvastatin since 2003 for hyperlipidemia as well as amlodipine since 2003 and metoprolol since 2003. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("memory fog"), abdominal pain ("abdominal pain"), pain in extremity ("leg/thigh pain"), back pain ("back pain"), perineal pain ("perineal pain") and vertigo ("vertigo"). In (B)(6) 2014, the patient experienced hyperaesthesia teeth ("dental problem:teeth started getting weak,sensitivity"). In (B)(6) 2015, the patient experienced tremor ("left hand has shaking episodes"). In (B)(6) 2016, the patient experienced pruritus ("itchy skin"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), rash ("rashes"), tooth disorder ("dental problem:teeth started getting weak,sensitivity") and inflammation ("complications or problems that occurred at the time of your essure placement procedure:the first attempt to insert the essure was aborted due to inflammation"). The patient was treated with surgery (ablation, bladder repair, supracervical hysterectomy with bilateral salpingectomy and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, bladder injury, bladder disorder, urinary tract disorder, hyperaesthesia teeth, weight increased, tremor, back pain, tooth disorder and inflammation outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, pruritus, abdominal pain, pain in extremity, perineal pain, vertigo and rash had resolved and the feeling abnormal and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, bladder injury, device breakage, feeling abnormal, hyperaesthesia teeth, inflammation, menorrhagia, pain in extremity, pelvic pain, perineal pain, pruritus, rash, tooth disorder, tremor, urinary tract disorder, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, there were 4 coils extending from left side into the intrauterine cavity. Attention was then turned to cannulating the right fallopian tube. After several attempts, there appeared to be an obstruction of the right fallopian tube and the coil was unable to be retracted due to a jamming malfunction on the handle. Therefore the entire apparatus was removed and there was a remnant of the coil protruding into the endometrial cavity from the area of the right tubal ostium. Therefore, using a hysteroscopic grasper, this fragment of the coil was successfully removed. A 2nd attempt at cannulating the right tubal ostium was attempted but was unsuccessful. Therefore, the procedure was aborted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional, menorrhagia. Pelvic pain, perineal pain, legs/thigh pain, back pain, memory fog, hair loss and, bladder laceration and the following one was described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and mr received- this case was upgraded to incident. Previously reported event injury to herself was replaced with new events- abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), itchy skin, bladder problem, urinary tract problem, dental problem: teeth started getting weak, sensitivity, memory fog, bladder laceration, weight gain, hair loss, left hand has shaking episodes, abdominal pain, pelvic pain, leg/thigh pain, back pain, perineal pain, vertigo,complications or problems that occurred at the time of your essure placement procedure: the first attempt to insert the essure was aborted due to inflammation and rashes were added. Event added from mr- device breakage and medical device monitoring error. Patient demographic details added. Lab data, medical history and concomitant drugs were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.